Event description:
While using the screw driver #80 blackstone trilobe from the shukla spine removal set, the tip of the driver broke off in the pt. Surgeon was able to retrieve the piece and there was no harm to the pt.